Event description:
Philips received a complaint on the earlyvue vs30 indicating that the device¿s blood pressure measurement, noting that diastolic values appeared implausible and were sometimes excessively high. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1; reporter and reporter institution phone number: +(B)(6). Analysis was performed by onsite service personnel which included functional testing. The results of the analysis indicate the blood pressure cuff was leaking. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cuff. The issue was resolved by replacing the nibp cuff and tube. After part replacement, the device was tested and confirmed to be functioning according to specifications.